Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon was backing the nail out when it impinged on the guide wire. Surgeon kept striking the hammer plate with a mallet until the driver bolt failed at the threads. A new nail was opened, and reimplantation was difficult due to the condition of the driver bolt. A new nail was opened because the threads could not be removed from the nail. A 30-minute surgical delay resulted.